Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11-aug 2020. It was reported that advancing difficulties were encountered. The 95% stenosed target lesion was located in the tortuous left circumflex artery. Following pre-dilatation, a 32x2.75mm promus premier drug-eluting stent was advanced for treatment. However, the device could not reach to the lesion after several attempts. The procedure was completed with a 28x2.75mm stent. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.